Event description:
It was reported to boston scientific corp that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2009 (over 40 years of old). According to the complainant, during the procedure, while ablating above 90 watts, an output error (e89) message continuously occurred. The procedure was completed with another rf 3000 radiofrequency generator. There were no pt complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2009 (male patient over (B)(6); weight is unknown). According to the complainant, during the procedure, while ablating above 90 watts, an output error (e89) message continuously occurred. The procedure was completed with another rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not intact. The console error (e89) was confirmed. To troubleshoot, several components (u2, u5, u31) were replaced on the rf board. However, the faulty rf board component was identified as being u31. Following repair of the rf board, the device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint that a generator console error occurred. This device malfunctioned over 8.5 from its date of manufacture. Therefore, the most probable root cause is wear and tear since the component failure likely occurred from the generator's extended use in the field. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).